Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc requested the customer to check consumables, align pump and run calibration, all of which passed and were in range. The customer found that their sensor is expired. A siemens headquarters support center (hsc) specialist reviewed the event. Hsc reviewed the data provided and found no instrument issues and the customer's quality control (qc) was in range at the time of the event. The customer placed a new sensor on the instrument and calibrated the assay. The instrument showed an error message "546" insufficient/excess imt (integrated multisensor technology) diluent in port. The customer re-seated the level sense connectors and the error was cleared. Hsc reviewed the spin time and force and recommended the customer to follow the tube manufacturer's recommendations for proper centrifugation times and speed. The cause of the discordant falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on three patient samples on a dimension exl 200 instrument. The initial results were reported out to the physician(s). The same samples were tested on an alternate dimension instrument, resulting lower. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.